Event description:
It was reported during a percutaneous coronary intervention procedure, a stent moved on the balloon. An unknown size synergy ii stent had already been implanted distal in the right coronary artery. A 4.0x32mm synergy ii was advanced proximal to the previously implanted stent, with overlap, but the stent would not cross the previously implanted stent. Despite excess and sustained pressure, pre-dilation, different guide catheters to obtain better support the stent would not advance. On the final attempt, the stent ¿back off along the balloon it was crimped on¿. The previously implanted stent was well apposed and ¿perfectly fine¿. The synergy stent system was removed. In the physician¿s opinion, the issue was not with the product but was with trying to exert excessive force to get it to overlap. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).